Event description:
The customer reported that prior to the procedure the pencil continued to output and would not stop. There was no patient involvement.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.